Event description:
Customer reported that the pump screen was dark and would not charge. There was no adverse impact to the customer¿s blood glucose level. The customer reverted to an alternative method of insulin therapy.